Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the steerable guide catheter (sgc) was returned for evaluation. Although there was no reported device malfunction/issue, as a conservative measure, the device was visually inspected. No thrombus/human tissue or device damage was identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a definitive cause for the reported thrombosis in this incident cannot be determined. The reported patient effect of thrombosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
This is filed to report the thrombus requiring aspiration. It was reported that the steerable guide catheter (sgc) was advanced in the anatomy, when flushing the sgc thrombus was noted caught in the hemostasis valve. Aspiration was performed and the device was flushed. When removing the sgc thrombus was caught in the hemostasis valve again. The device was replaced. The patient is stable. One clip was implanted, reducing the mitral regurgitation from 4 to 1-2. There was no clinically significant delay in the procedure.